Event description:
Customer reports receiving high reading of 400 mg/dl on her pcx glucose meter compared to a lab reading of 112 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.